Event description:
The customer reported a power supply problem with the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a power supply problem with the device. There was no report of pt involvement. The customer localized the issue as a failed battery. Philips sent the customer a new battery to resolve the reported issue.